Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the lesion was located in the mid left anterior descending artery (lad #8), which was not tortuous or calcified. The voyager nc balloon ruptured at 7 atm during the first inflation. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: balloon ruptures can occur as a result of a manufacturing deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use, there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. To ensure this type of damage is not a result of manufacturing, all balloon catheters are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release for use. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. Return of the voyager nc balloon catheter would have aided in the evaluation and determination of cause. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported balloon rupture could not be determined.